Event description:
A medtronic representative reported that, while in a ear, nose & throat (ent) procedure, the navigation system unexpectedly re-booted itself. They were in the navigate task when the screen went black and the computer then booted to the application launch screen. The surgeon opted to continue and completed the procedure with the use of the navigation system. Issue resolved. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. There were no ram or disk errors detected. The computer system ran for approximately 24hrs with no issues found. The computer was fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 - software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.